Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from the site. The following sections of this report have been updated: d4 (serial number and expiration date), h4, and additional information added to h11. Per medical opinion received from the site, the root cause of the annular rupture was the patient's difficult anatomy with calcified raphe in rcc and lcc and bulky calcification on the annulus.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (presence of bulky calcium, female gender, advanced patient age) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from poland by our edwards lifesciences affiliate, an annular rupture and subsequent valve explant occurred after implant of a 29mm sapien 3 valve in the aortic bicuspid valve. The patient had a complex anatomy with bulky calcification on the leaflets, along with a calcified raphe in the right coronary cusp (rcc) and left coronary cusp (lcc). A valvuloplasty was performed with a 25mm balloon and then the operators began the valve implantation. A after deflation of the delivery system, the patient's pressure dropped, leading the physician to suspect an annular rupture. The procedure was converted to surgical. The sapien 3 valve was explanted and replaced with an edwards surgical valve. The situation was stable, and the patient left the cath lab with their own sinus rhythm.